Manufacturer narrative:
The customer's meter was returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range: 2.7 - 4.1 inr): qc 1: 3.1 inr, qc 2: 3.1 inr, qc 3: 3.1 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The results alleged by the customer were observed in the meter¿s patient result memory. The customer does not apply the blood within 15 seconds of sticking the finger. Per product labeling, when using capillary blood apply the sample to the test strip within 15 seconds after lancing the fingertip.

Manufacturer narrative:
Relevant retention test strips (lot 378397) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Occupation: occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek vantus meter serial number (B)(4). At 11:20 am, the result was 3.9 inr. At 11:35 am, the result was 4.2 inr. At 11:47 am, the result was 2.4 inr. There was no allegation of an adverse event. The therapeutic range was 2.0-3.0 inr. The suspect product was requested to be returned for investigation. Replacement product was sent.